Manufacturer narrative:
Additional information was received on 6/2/2016, the catheter was originally implanted on (B)(6) 2016. The catheter was pulled and replaced on (B)(6) 2016. There is no patient injury and the patient is currently fine. There was no medical intervention required.

Manufacturer narrative:
Submit date: 04/08/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports it was found that blood leaked at the cuff when preparing dialysis.

Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. According to the sample evaluation; the sample consisted of a permcath catheter and came inside a plastic bag. Functional testing was required in order to confirm the issue reported by the customer. Following testing, the catheter showed a leak in the shaft of the catheter. Visual inspection of the sample revealed a cut in the tubing near the cuff and the sample presented signs of use; the cuff was worn down. The sample was received damaged after being in use for a period of approximately 1 day, during this time the catheter did not present problems and the issue was not identified prior to use. As per the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Based on available information, the most potential cause is damage during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.